Event description:
It was reported that there was a catheter problem/complication. The patient was very lethargic, and based on the results of a dye study performed ¿last friday¿ ((B)(6) 2015) it was found that there was a ¿possible leak¿ so the healthcare professional (hcp) replaced the spinal segment (the pump segment remained in the patient and in use). The original catheter had been 89cm. 20.5cm were removed and then 6.25cm was removed from a new 8598a segment for a total of about 100.3cm and approximately 0.22ml. The patient was ¿doing much better¿ postoperatively. The pump was used to infuse fentanyl, clonidine, bupivacaine, and dilaudid (hydromorphone). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).